Manufacturer narrative:
Additional information - please refer to h6 (device and conclusion code).

Event description:
As reported: ''orif was performed for left distal fibula fracture (primary surgery date is unknown). During the bariatric fibula explanting surgery on (B)(6) 2024, something like metal shavings came out while removing the bone surrounding the screw head.". No further information has been provided.

Manufacturer narrative:
The reported event could be confirmed based on the inspection performed. The device inspection revealed the following: the identification of the returned locking screw was confirmed based on the catalog # and lot # marked. The screws shows signs of unraveled thread, which occurred at the threaded part below the head. This is most probably a result of over torque being applied during screw insertion, possibly with an angulation outside of the range advised (-15° to 15°). Pictures taken during the explantation were received for inspection and confirm the observations made during the device's inspection. As a reminder, the operative technique clearly states that: "during bone screw insertion in an oblong hole, the surgeon should rely on tactile feedback to prevent excessive torque which may result in thread / bone stripping, screw damage / pull through, or screwdriver damage. Proper observation of bone quality, screw size and instrumentation can help determine the appropriate insertion torque during insertion and final tightening of the screw in the plate. When the screw is fully seated during final tightening, an increase of resistance indicates sufficient screw fixation.¿ the instructions for use clearly state that: when engaging a screwdriver blade within a screw head, the blade must be fully seated within the head of the screw. Placement of all screws requires the use of a dedicated drill guide to ensure proper screw placement. If a drill guide is not used, the plate may be damaged, and the screw may not lock into the plate. Excessive tightening of the variax¿ foot locking screw may lead to titanium particle generation. Particles must be removed to prevent potential contamination causing inflammation. The angle of the inserted variax¿ foot locking screw must not exceed 15°". Based on investigation, the root cause was attributed to an user related issue. The failure was most probably caused by over torque applied during the locking screws insertion, possibly with an unadvised angulation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: ''orif was performed for left distal fibula fracture (primary surgery date is unknown). During the bariatric fibula explanting surgery on (B)(6) 2024, something like metal shavings came out while removing the bone surrounding the screw head." No further information has been provided.